Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and a beep anomaly. The customer¿s blood glucose was 117 mg/dl at the time of incident. Customer stated that the insulin pump was making a solid beep sound and the buttons were unresponsive after the battery has been changed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. Pump passed the self test and displacement test. No constant tone or audio/beep anomaly noted. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.